Event description:
The pt contacted animas alleging that the pump was intermittently unresponsive to keypad button presses. They claimed that the pump was slow to respond to keypad button presses and would need to press the up arrow several times and hard to get the pump to respond. The pt denied that the pump was exposed to moisture.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to up arrow, down arrow, and contrast button presses. The keypad was intact with no visible damage. The keypad was removed and adhesive/contamination was observed under the button contacts. The up and down arrow button contacts were misaligned.